Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported that during surgery the air supply on the device varied and at first there was no movement of the blade at all. Over a period of about 2-4 minutes of holding the trigger, the blade started to move, then increased speed until after about 5 minutes the speed seemed okay. Once it was moved towards the donor site, the pressure dropped off again and the blade stopped moving. There was a hissing noise of air from the hose when it was connected to the air supply. There was no information provided about if there was a delay in the procedure or if there was patient impact/harm. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: united kingdom.